Event description:
The event description according to the customer is as follows: start up failed due to black screen.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: start up failed due to black screen.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If different technical events lead to a "self test failed" alarm the ventilator become inoperable or stop working as intended. In this complaint case it is stated that the failure did occur during startup with no patient involved. There was no reported patient, user or third party harm. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was determined to a defective control board. The control board was been replaced. The device was tested and calibrated by a certified service technician. Since replacement of this part, there have been no further complaints from this device in our complaint system registered.